Event description:
It was reported that the caretaker, heard an audible leak, followed by an alarm from the ventilator. The caretaker immediately removed the faulty trach tube and inserted a new one, on the ventilator dependent child. It was revealed that the silicone on the faulty tube had a split at the top of the shaft, exposing the coiled wire. The trach tube had only been used twice at this point. No further complications were reported in connection with this incident.

Manufacturer narrative:
One used sample received without original packaging. Upon visual inspection, sample was observed to have a split on the shaft. 32 assemblies were reviewed to see if they had a molding issue such as "short shot, cuts, split, voids or bubble" and to verify it doesn't contain exposed wire at shaft, no damage was detected on the units. The most probable root cause is that damaged occurred after the product left the shm facility.